Event description:
Same case as: 2939204-2008-00045. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm nc sprinter balloon. A 2.50x24mm taxus express2 drug eluting stent was implanted into the proximal to mid lad. Plain old balloon angioplasty (poba) was performed on the 1st diagonal (d1) with a 2.5mm balloon (manufacturer unknown). Ivus was performed on the lesion, but the physician experienced difficulty removing the atlantis sr pro2 imaging catheter. The imaging core was removed from its outer sheath, and a guidewire was inserted through the outer sheath. The sheath was not freed and another guidewire and balloon were inserted, which freed the imaging catheter. According to the physician, given that there was no problem pre poba in d1 with the imaging catheter, poba may have caused stent damage which may have caused the imaging catheter to become stuck. The procedure was completed with additional balloon inflations. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.